Event description:
The physician treated a prtected left main. On the first pass, a dissection occurred. They attempted to place a stent and then a perfusion balloon. Subsequently, the pt went into ventricular tachycardia and died.